Event description:
It was reported that an interlink retractable t-connection extension set leaked during blood collection in the neonatal intensive care unit. The set leaked from the injection site hub when a non-baxter blood transfer device was being inserted into the device's t-connection injection site. The leaking stopped when the user "withdrew the device." The amount of blood loss is unknown. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The customer has indicated that the sample is not available for evaluation; however, the customer did provide a photograph of the device. If additional relevant information is obtained, then a supplemental report will be submitted.